Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following a total hip case he was putting instruments back in pans and noticed the size 5 summit hip broach was broken. The locking stub for the broach handle was snapped off. Nothing was mentioned about it in the case so he assume that it was weakened from years of use and broke during handling in spd.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that following a total hip case he was putting instruments back in pans and noticed the size 5 summit hip broach was broken. The locking stub for the broach handle was snapped off. Nothing was mentioned about it in the case so he assume that it was weakened from years of use and broke during handling in spd.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.